Event description:
It was reported that the nurse stated they have experienced trouble with arctic sun device s/n 1219 all day. The target was set to 36c, but the patient was still 38.1c. They keep getting an alarm about the water temperature and dirty filter. (Alert 113 - reduced water temperature alarm). Directed nurse to system diagnostics. Outlet monitor temperature (t1) was 30.4c, chiller temperature (t4) was 4.1c. Mixing pump command 100%. Explained device needs to go to biomed labeled with alert 113, not cooling. The mixing pump needs to be evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported event. Corrections: d, e. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have experienced trouble with arctic sun device s/n (B)(6) all day. The target was set to 36c, but the patient was still 38.1c. They keep getting an alarm about the water temperature and dirty filter. (Alert 113 - reduced water temperature alarm). Directed nurse to system diagnostics. Outlet monitor temperature (t1) was 30.4c, chiller temperature (t4) was 4.1c. Mixing pump command 100%. Explained device needs to go to biomed labeled with alert 113, not cooling. The mixing pump needs to be evaluated. It was reported that the biomed had the arctic sun device that not cooling, t4 4.1. Per additional information updated from ttm on 22may2025, biomed stated they had been troubleshooting s/n (B)(6) for not cooling. They had determined it was a pump issue and would like to get a quote. It was reported that the biomed following up on report from nurses of alert 113 (reduced water temperature control) not cooling. Transferred for assistance. Per follow up information received via phone on 11jun2025, spoke with nurse who confirmed swapping patient to a second device. Biomed came to the patient room to remove the faulty device.